Event description:
On 7/5/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event that required assistance to treat. The exact event date was not reported by the user. On 7/10/24 a beta bionics customer care agent followed up with the user about the event. The user reported they experienced a significant drop in bg levels after dinner, despite consuming chocolate milk and peanut butter crackers. About five hours post-dinner, the user's partner found them unresponsive, soaked in sweat and urine. Ems was called, and upon arrival, the user's bg was less than 20 mg/dl. The user received an IV and had a seizure during the episode. The user has reconnected to the ilet since the event and reported everything has been great.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Cgm glucose levels cannot be confirmed as no precise event date was reported and no event matching the complaint description was found. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. Without a precise event date, the performance of the ilet during the event cannot be evaluated and the cause of the event cannot be determined. However, based on the case notes, it is likely that the user overestimated the carbohydrate content of their meal and chose a meal dose size that was too large, resulting in an excess of insulin relative to their need.